Event description:
Ambulance responded to a report of a 15 year old male with an asthma attack at a local high school. The child was found to be apneic and pulseless and in ventricular fibrillation. The paramedic attempted five times to defibrillate the child without the device being able to deliver energy. A second paramedic unit that was responding used their device to deliver a shock. The child was then in asystole and did not recover. Independant testing of the defibrillator found a fault in the cables that delivered energy to the patches. The unit inhibited the shock when this occurred.